Event description:
It was reported that since the patient's generator replacement surgery, the patient's seizures had increased for the past few weeks. No other relevant information has been received to date.